Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation was unable to observe the reported symptom "pump consecutively fails the high flow test". No component could be identified for causality. Because the symptom was not confirmed, therefore, the symptom is unlikely to cause harm that is not minor or negligible. The unit passed flow rate tests with results of -3.64%, which is within specification (5%). This MDR was initially reported due to the absence of event information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03502 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "consecutively failed the high flow test." It was also reported there was no patient involvement.